Event description:
It was reported by customer that there was a leak in the tubing at the connection point of the tube and blue hub on tubing. There was a leak in hazardous drug putting clinicians and patient at risk.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion device is inconclusive due to the state of the returned sample. One photograph of a powerlock max device was returned for evaluation. An initial visual observation of the photograph showed the device not in use and with an arrow pointing to the connection point of the extension tubing and luer hub adapter. No liquid can be seen leaking and no damage on the device can be seen from the returned photograph. The device safety mechanism has been activated. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.